Event description:
Info received indicates the valve was removed due to aortic regurgitation and prolapsed right coronary cusp. A tear was also noted in one leaflet during the case. The hcp indicated that only the valve leaflets were removed during the procedure, leaving the valve wall intact. A stented valve was used to replace the leaflets with no additional consequence reported for the pt.